Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level was 325 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.